Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the airway pressure transducer on the smart pneumatic module (spm) board. The spm board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "airway pressure sensing failure -1052 message." Complainant indicated that there was no patient involvement in the reported malfunction.